Event description:
Pca keys for our alaris pump modules have been ordered off of amazon by nurses and are being used in place of our hospital provided pca keys. Ismp, 5200 butler pike, plymouth meeting, pa 19462. Phone: 215-947-7797. Email: merp@ismp.org. Submission ID: (B)(4).